Manufacturer narrative:
Philips service replaced the geo io box power supply module. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that stasis movements were unavailable and the diaphragm was immobile on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.